Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and sticking. The buttons do not have normal spring-back and require excessive force to obtain a response. The down arrow button key contact was observed to be misaligned. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down arrow buttons are sticking. In addition, the buttons need to be press several times for the appropriate response. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. There was no adverse event associated with this complaint.